Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify pump/transmitter communication anomaly and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to verify pump errors/alarms noted 2 days prior to the event date 02-apr-2024 due to insufficient data in the trace/history files. Critical pump error (open book image) alarm was confirmed, suspected on hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify pump/transmitter communication anomaly and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), customer reported sensors were not connecting to the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer received an open book image alarm. It was reported that the insulin pump performed safety checks and the error was found. Troubleshooting was performed and the issue was not resolved. The question mark with circle on the home screen appeared before the open book image displayed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.